Event description:
Report was identified during a recent FDA inspection at the mfg facility. (B)(4). Complaint description: impossible to deflate the balloon. To deflate it the urologist performed a suprapubic puncture which led to haematuria for 2 days for pt.

Manufacturer narrative:
The event is deemed serious as it required medical intervention to prevent a more serious threat to the pt's health and well being. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the catheter balloon could not be deflated, even by cutting the catheter and it was removed only after the balloon was punctured and drained via a suprapubic injection into the bladder. Reported to the FDA on (B)(4) 2012.